Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿during multiple prostatectomy procedures that either the needle would popped off the suture or the suture would break..." - please confirm the number of patients affected by this alleged deficiencies. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - please confirm below, on how many devices "...the needle would popped off the suture...") From each product code? Product sxpp1b420 (lot 1018q2): product sxpp2b431 (lot tlbjee): - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - did the needle fall into the patient? If so, please provide the following information: - were x-rays taken to locate the needle? - please confirm below, on how many devices "...the suture would break..." From each product code? The needle would popped off the suture product sxpp1b420 (lot 1018q2): product sxpp2b431 (lot tlbjee): - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and suture was used. During multiple prostatectomy procedures that either the needle would popped off the suture or the suture would break. Another like device was used to continue with the procedure. There were no adverse consequences reported. No product returning. Additional information was requested.